Event description:
The nurse believed that they were recording the fetal heart rate. The mother was in labor for approx three hours. At some point during labor, the heart rate dropped quickly and when it came back up they thought the fetus was being monitored, but it was the mother's heart rate instead. The fetus was stillborn.